Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. If the product becomes available in the future, this case may be reopened. Due to the nature of the reported complaint, our clinical team were asked to perform an investigation. The team concluded; ¿it was reported that a patient undergoing continued npwt required a ¿surgical procedure for immediate re-closure¿ of a c-section wound post first usage of pico 7. Per the pc form, the patient ¿believes the dehiscence is unrelated with her first usage of pico 7¿; however, declined to provide surgeon/hospital information. Due to lack of clinically relevant documentation, a thorough medical investigation could not be performed. The patient impact beyond the procedure(s) for wound dehiscence and patient status beyond continued npwt could not be concluded. Should documentation become available, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time.¿ a risk management review was carried out. However, due to lack of clinically relevant documentation, a thorough medical investigation could not be performed. Therefore, no actions are required at this stage. The IFU¿s for pico 7 pumps state that a noise may be heard when the green ¿ok¿ indicator flashes; ¿when green ¿ok¿ indicator flashes: the pump may be heard running occasionally as it maintains negative pressure. This is normal.¿ prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported buy the patient that the surgical incision from her c-section ended up opening after first usage of pico 7 and she ended up having another surgical procedure for immediate re-closure. She believes the dehiscence is unrelated with her first usage of pico 7. Patient replied that she will have a new pump placed.